Event description:
It was reported that customer experienced issues with an unresponsive screen, requiring multiple attempts to function. There was no adverse impact to the customer¿s blood glucose level. No further troubleshooting was requested for these issues.